Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl mg/dl. The customer also experiencing high blood glucose. The customer¿s high blood glucose e was 576 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer decline troubleshooting for high and low blood glucose event. The insulin pump will not be returned for analysis.